Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted that the circular seal was cut. The trocar, cannula, and envelope seal appeared intact. The obturator was received inserted into the cannula, prolonged insertion can cause the envelope seal to become stretched. The envelope seal was stretched out. Pmv performed functional testing; the device failed an air leak test. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the cut in the circular seal may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. No relationship between the device and the reported incident was confirmed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after total gastrectomy started for a little more than an hour, there was breakage of the seal part, accompanying a buzzy sound was heard. A new trocar was used to complete the procedure. The surgical time was extended by less than 30 min. The status of the patient was reported as no problem.